Event description:
On 14 jul 2010, the nurse reported via telephone that on (B)(6) 2010, the pt went to the emergency room for increasing pain to the wound area and fever. On (B)(6) 2010, the pt underwent surgery for incision and drainage of the wound under general anesthesia. During the procedure, the surgeon found a piece of foam approx 18cm x 10cm. The foam was removed and the wound debrided. On (B)(6) 2010, the pt was discharged from the hosp in satisfactory condition.

Manufacturer narrative:
Based on info provided by the health care providers, it cannot be determined when the foreign body alleged to be v.a.c granufoam was inadvertently left in the wound. The foreign body was not returned to kci for identification, therefore, kci was unable to confirm identity of the foreign object. Kci is filing this report due to a possible user error as a foreign body alleged to be a kci product was left in the pt's wound and removed during surgical exploration of the wound. Device labeling, available in print and online, states: accurately record the number of foam pieces used in the pt's chart and on a readily visualized place on the drape. When dressing is removed, count the number of foam pieces removed, correlate the count with the number of pieces previously placed in the wound and verify the complete removal of all the v.a.c foam dressing pieces.